Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a prestige atraumatic grasper (part # 8360-10) was used during a general robotic procedure performed on (B)(6) 2021. According to the complainant, during surgery, while using the grasper device to move the patient's bowel, the jaw snapped off. The event did not cause or contribute to a serious injury or death. There was a five to ten minutes delay in the procedure due to the reported event. The complaint device is available to be returned to the manufacturer for evaluation. Additional information was not provided.

Manufacturer narrative:
Additional information - h7. Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed that one jaw was not assembled and not returned. Additionally, the handle function was not smooth and consistent, and jaw misalignment was observed. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm the failure mode of jaw failure. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
B5 - description updated. If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
Update: a light was required to locate the broken jaw and then it was removed. The case was completed successfully. Another prestige grasper was used instead.